Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A non-healthcare professional. (B)(4).

Event description:
Litigation received alleging that the patient suffers from pain and elevated metal ions. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Update 09-jul-2022 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
After review of the medical records it was confirmed that the patient was revised due to adverse local tissue reaction, elevated metal ions and severe left hip pain. Operative note reported adverse local tissue reaction. There was minimal black corrosion on the trunnion. Doi: (B)(6) 2007. Dor: (B)(6) 2017. Left hip.